Event description:
The customer reported that an 840 ventilator had a erratic gui display. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui lcd panel. The unit passed extended self-testing.